Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred.

Event description:
It was reported that the toothbrush burned while charging and caught fire. There were no reports of injuries or property damage.